Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Unable to download event history log. The device was powered up and alarmed ec 1660 which is an issue with processor on the circuit board. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: circuit board.

Event description:
It was reported that the device was showing error 1660 and missing battery pack. No patient injury was reported.